Event description:
Edwards has learned of a valve-in-valve procedure to correct a failing aortic pericardial valve due to leaflet degeneration and calcification. The implant duration of the failing valve is approximately four (4) years. Possible patient contributing factors include aortic root calcification, (B)(6), htn, and liver transplant. Post tee revealed no central aortic insufficiency or pvl. Patient tolerated procedure well. Hemodynamically stable. Patient remained intubated and transferred to csicu.

Manufacturer narrative:
Method: # = device not returned. The device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported calcification and leaflet degeneration is most likely due to patient related factors. However, minimal information regarding this valve was received from the health care provider and subsequent attempts to get additional information regarding the condition of the device at the time of the explant procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for calcification and degeneration of this device remains indeterminable.